Manufacturer narrative:
The following event, based on data from the cathpci registry, is being reported as a possible duplicate of an event that was already known to bsc and reported as an MDR when the event occurred. Bsc reports the events in compliance to 21 cfr 803.3. Because cathpci registry data is de-identified before being transmitted to bsc, there are significant limitations to bsc's ability to correlate the data to information previously reported to bsc. Initial reporter is not provided due to the terms of the cathpci registry.

Event description:
It was reported that the following events occurred myocardial infarction.